Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; central venous catheter insertion into the false lumen of a complicated aortic dissection ahmet bas, deniz goksedef, sedat g kandemirli, fatih gulsen and furuzan numan doi: 10.1177/0036933017715962 exact implant date is unknown. Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: vamf4040c150te. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were used in the endovascular treatment of a patient with a complicated aortic dissection extending from the distal subclavian artery to the left iliac artery with entry zone at the level of the proximal descending aorta on an unknown date. It was reported that the patient presented emergently with dyspnoea and upper back pain and CT exam revealed a type b aortic dissection. The patient was admitted for antihypertensive treatment but a respiratory arrest of approximately 30seconds occurred on the seventh day of admission. Contrast CT showed thoracic aorta rupture with left haemothorax. The patient was transferred to interventional radiology for tevar and the first valiant 38x38x200mm was deployed just distal to the origin of the left subclavian artery. The second valiant 40x40x150mm was extended proximally to the celiac artery with overlap with the first stent graft. Angiogram showed exclusion of the proximal false lumen and the procedure was considered successful. The patient stayed in ICU for 6 days with extubation on the fourth day. After extubation, physical examination revealed paraplegia of which the time of onset, pre or post procedure, is unclear. On the sixth day post op the patient was transferred to the cardiovascular surgery ward and was discharged with paraplegia. After 6 month follow up, there was some improvement of muscle strength but the patient remained wheelchair bound.